Manufacturer narrative:
(B)(4). Unknown femoral head, unknown femoral stem, unknown cup. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports were submitted for this event. Please reference: 0001822565-2017-04377; 0001822565-2017-04380; 0001822565-2017-04379.

Event description:
It is reported that the patient is being considered for a revision surgery for an unknown reason. Attempts for additional information have been sent, however no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.